Event description:
It was reported that a patient presented with a signal artifact noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the implantable cardiovert =ER defibrillator was explanted and replaced on (B)(6) 2023. No further adverse effects were reported.

Event description:
New information received notes that the patient presented in-clinic on (B)(6) 2022. The noise was over-sensed, resulting in inappropriate mode switch. No intervention was reported. No additional patient consequences were reported.

Manufacturer narrative:
The reported field event of atrial noise resulting in mode switch was confirmed via review of device data but not replicated in the laboratory. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.